Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise and general lead failure. During device upgrade procedure, the lead was capped and replaced. The patient experienced no adverse consequences.